Manufacturer narrative:
(B) (4). The second xact (part # 82088-01/lot # 9050551) mentioned is being filed under MFR report # 9616695-2010-00004. Eval summary: product performance engineering has reviewed the incident info. Bradycardia and hypotension are known potential adverse events, associated with the use of carotid stents as stated in xact instructions for use (IFU). The device was not returned to abbott vascular for analysis, and there was no alleged deficiency related to the identity, quality, durability, safety, effectiveness or performance of the xact device. The reported hospitalization was in response to the observed pt symptoms. No anomalies to the catheter reported during the prior to use inspection and delivery system preparation (IFU). Xact catheters are 100% inspected for any anomalies prior to being packaged. A review of the lot history records (lhr) associated with this incident revealed that the device met the acceptance criteria. At the final pack visual inspection and check list, all parameters passed 100% inspections. In addition, upon review of a query of the complaint-handling database, incident similarity was not established for this part and lot number combination, which suggests that there are no lot specific product quality deficiencies. Additionally, a review of the xact risk assessment revealed that the reported bradycardia and hypotension related to a no device malfunction report was not specifically addressed in the document. A field discrepancy notification (fdn) was previously initiated on 07/10/2009 to assess the need to update the product's risk assessment. Based on the available info, the pt effects experienced are not necessarily an indication of a product deficiency instead the events may be related to circumstances during the case or the pt pre-existing health conditions such as previous stroke, cerebral vascular disease, hypertension, peripheral vascular disease, chronic obstructive pulmonary disease and hypercholesterolemia. The device was not returned and the event appears to be related to operational context of the device. Product performance engineering will continue to monitor this type of complaint. All xact devices undergo 100% visual inspection in the mfg process at abbott vascular. This MDR is considered closed by the product performance group.

Event description:
Device malfunction: stent migration, difficult to advance filter. Time of device malfunction: during first stent deployment, during filter advancement. Symptoms/ae: ten seconds of asystole and hypotension. Time of symptoms/ae: during second stent deployment and post-dilatation. It was reported via a trial that during a carotid stenting procedure in the left internal carotid artery. During deployment of the xact stent in the left internal carotid artery, the stent "jumped" distally and did not cover the proximal lesion. After stent deployment, the pt experienced hypotension that was treated with levophed. A second xact stent was implanted and successfully covered the target lesion. During the second stent deployment, the pt's hypotension worsened and was treated with levophed. The second stent was post-dilated with a viatrac balloon for 5 seconds when the pt experienced bradycardia and asystole for 10 seconds and resolved spontaneously. Although bradycardia and asystole resolved, the hypotension continued and was treated with levophed, atropine, intravenous fluids, and dopamine. The pt was transferred to ICU on a dopamine drip for one day. After the dopamine drip was discontinued, the pt was started on midodrine. The pt was discharged home two days post-procedure on oral midodrine. Though requested, no additional info was provided.